Manufacturer narrative:
This report is based on information provided by philips repair service quest international personnel and has been investigated by the philips complaint handling team. Philips received a complaint on the tempus pro indicating that device failed 12 lead. The engineer confirmed no defect with device and logs where reviewed. Device functions working correctly. Nbp, co2 and touch screen have be calibrated. The reported problem was unconfirmed. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes.

Event description:
It was reported to philips that user attempting to acquire 12 lead and no capture on any lead. It was just blank. Despite troubleshooting of unplug/plug in cable, new electrodes, skin prep, cycle on/off still had no tracing in all the leads. A user report was received related to a reported product problem which is currently being investigated. Further updates will be provided when the investigation is completed.